Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving baclofen at unknown concentration and dosage for the treatment of intractable spasticity and other spasticity. It was reported that the patient had increased spasticity and pain. The healthcare provider (hcp) scheduled a catheter revision for (B)(6) 2018. They removed 20 cm and added 40 cm to the 8781. Additional information was received on 2018-apr-05. The catheter was kinked and was revised successfully. The kink was noted at the distal or intrathecal end of the pin connector and collet. The event date was (B)(6) 2018. New document received from hcp via representative on (B)(6) 2018 did not provide new information. No further complication was reported.